Event description:
An intial report was received from an end user. It was learned that while he was riding his power chair and went over a bump he heard a pop by the left drive wheel and the device wouldn't run any longer. The reporter pushed it back to his house. In speaking with the end user he also reported support under the pads are rubbing his tail bone and both legs have skin breakdown issues, however no medical intervention was sought.

Manufacturer narrative:
(B)(4) - model m94, serial number/date code is unknown and age of device is unknown. The user states he had started use of this device (B)(6) of 2012. The owner's manual part number 1122145, rev.I(oct-08) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.